Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted, the outer insulation was breached and had environmental stress cracking and there was apparent explant damage.

Event description:
It was reported that the left ventricular lead had increased thresholds and that the device's battery depleted at 26 months. The lead and the device were removed and replaced. No patient complications have been reported as a result of this event.